Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts. Additional information received that patient was not able to get enough pain relief from the spinal cord stimulator (scs) system.

Manufacturer narrative:
This report is being submitted to correct the unique identifier (UDI) # field (d4) in section d, suspect medical device.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts. Additional information received that patient was not able to get enough pain relief from the spinal cord stimulator (scs) system.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in the year of 2021. Block d6b: explant date: 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6); product family: scs-lead fixation, upn: m365sc2218700, model: sc-4318, batch: 25603887.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.